Event description:
It was reported that an unspecified issue with transmitter occurred. Date of event is an approximation. On (B)(6) 2024 it was reported by an unverified reporter that the pediatric patient experienced a possible issue with the transmitter resulting in hospital admission. The call was reportedly disconnected. Attempts by technical support (ts) to contact the reporter for more details about the episode were not successful. According to the report, an attempt by ts to call back the reporter was intentionally disconnected by the reporter. An attempt by clinical customer advocacy to contact the reporter by phone on (B)(6) 2024 was also unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.